Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of cancer and other (unspecified event). The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on february 17, 2023, and section h11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of cancer and other (unspecified event). The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 5 error codes found. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.